Event description:
The customer reported that the system was arcing and shut down without command requiring a reboot to regain functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and the transformer were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.